Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
T was reported that patient experienced ineffective therapy, patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients' system was explanted to address the issue.

Event description:
Additional information indicates that patients lead was fractured.

Manufacturer narrative:
The reported high impedance issue was confirmed. Analysis of the returned lead found it was cut during the explant procedure and returned in two segments. Microscopic inspection found a kink on the outer tubing, of the stimulation end lead segment, where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor.